Manufacturer narrative:
Exemption number: e2015015. In telephone contact, the dentist informed that he did not have information about lot number of the product. Considering the surgical methodology, it was seen that the dentist has used sequence of drills different than the ones recommended for the implant installation.

Event description:
(B)(4). The dentist reported that after 1 month dental implant was installed in patient's mouth, its non-osseointegration was observed. In addition, 60ncm of primary stability was achieved and the patient presented bone type I.